Manufacturer narrative:
MDR 3003442380-2024-00824 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 and four issue in december, the patient's infusion set fell off during use and the blood glucose level was 200 mg/dl. The infusion set had been used for less than 10 minutes and for other four less than 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.